Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Previous testing was performed on (B)(6) 2024 with the binaxnow covid-19 antigen self-test and generated a positive result. After the first binax test, pcr confirmation testing was performed at the doctor's office, (date unknown), and generated a positive result. The consumer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 898565a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 898565 and test base part number 195-430wl/ lot 898565. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 898565a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Previous testing was performed on (B)(6) 2024 with the binaxnow covid-19 antigen self-test and generated a positive result. After the first binax test, pcr confirmation testing was performed at the doctor's office, (date unknown), and generated a positive result. The consumer confirmed there was no patient harm due to the test results.